Event description:
Patient reported left side "having breast problems. Always had a problem, always contacted the physician who performed the surgery, but it was always normal", "very desperate, because it is full of things in breast", "small seroma", "rare centimetric septic cysts", "lobulated surfaces and with radial folds", "liquid sheet", "septates", capsular contracture (grade ii). The device was explanted. Material sent to pathology.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation:visual analysis of the photographs identified: yellow particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "having breast problems... Always had a problem, always contacted the physician who performed the surgery, but it was always normal", "very desperate, because it is full of things in breast", "small seroma", "rare centimetric septic cysts", "lobulated surfaces and with radial folds", "liquid sheet", and "septates". The device remains implanted. This record is for the left side.